Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the channel tube could not be identified and a definitive root cause of the issue could not be determined. As there was no deformation observed, that might result in the retention of foreign material. And no additional facility device reprocessing information was reported or available. However, the issue was likely, the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented, by following the instructions for use section(s) below: gif/cf/pcf-290, series operation manual, chapter 3: preparation and inspection. Gif/cf/pcf-290, series reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope exhibited foreign material within the channel tube. The issue was found during reprocessing for an unknown diagnostic procedure. There were no reports of patient harm.